Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was discarded/unavailable.

Event description:
Head that rotates around came off and exposed the pin- cross action [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that while using an oral-b rechargeable toothbrush, version unknown, the head that rotates around on the oral-b power oral care refill crossaction came off and exposed the pin. The consumer reported she tried to put it back on, but it would not go back. She reported the refill was from a pack of 4, and there was no damage to the packaging. This version of brush head had been previously used. No symptoms were reported. Relevant history: none reported. No further information was provided.